Event description:
Pt presented with intestinal blockage, fistula formation, and abdominal abscess. They had undergone capsule endoscopy and has been having abdominal pain for the last 4 months. Plain kub and CT confirmed retained capsule camera blocking intestine and causing fistula/abscess in this crohn's pt.